Event description:
A customer reported experiencing a past low blood glucose (bg) event with a lowest level recorded at 18 mg/dl, leading to temporary unconsciousness and requiring emergency medical assistance. The customer consumed carbohydrates and they were given glucose by some form of injection from emergency medical technicians. Recommendation was made to consult with a healthcare provider to discuss diabetes management.